Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was returned to the manufacturer for evaluation.  The investigation is ongoing. Upon completion of the investigation, a supplemental MDR will be submitted.

Event description:
As reported, the stent assisted embolism, when the microcatheter was in place, the stent couldn¿t smoothly go through the curve vessel and the stent cannot be opened completely. The stent was not pushed out into the vessel from the microcatheter and remained in the vessel about 5 mins. When checked some blood clots were found on the stent. So, the stent was replaced. The surgeon did not explicitly state that the formation of blood clots was related to the stent. A new stent was used to complete the surgery and went well. No injury to the patient.

Event description:
See h10.

Manufacturer narrative:
One radiographic image was provided for review. The image is of a poor-quality 3d angiogram of an ica (side not labeled; therefore, left from right could not be distinguished on the oblique projection). There is a small pcom aneurysm. A circle is drawn around the anterior genu of the carotid siphon/ophthalmic segment. There is moderate tortuosity of that segment. The image does not explain the problem described in the reported complaint. The investigation of the returned stent system found the stent returned fully deployed and the pusher bent at the distal end. Replication testing was performed and found the stent was able to successfully advance through an in-house microcatheter and fully open upon deployment. The physical evaluation of the device could not identify the conditions or circumstances that led to the pusher damage, but the damage is consistent with the device experiencing forces over specification due to the pusher not being fully sheathed in the introducer upon receipt. This damage did not cause or contribute to the reported issue during the investigation testing. The microcatheter used in the procedure was not evaluated as a part of this evaluation, so the investigation could not determine if it had caused or contributed to the reported complaint. Furthermore, the torturous anatomy may have caused or contributed to the reported event; however, this investigation could not replicate the anatomical environment to test and assess the device in the exact conditions experienced during the procedure.